Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, severe pain, fever and a possible exchange from textured to smooth breast implants due to the patient¿s concern with the product patient additionally reported spells of sickness, fatigue, muscle pain, and weakness, which are not device related. Device remains implanted.